Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. No samples were received for evaluation. No customer pictures were received. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event could not be established.

Event description:
Customer states tubes are underfilling. They are having problems with the blue blood collection tubes with the black ring underfilling. They are having to draw several tubes before they get a good one. Also they had under filling problems with the blue blood collection tube with the white ring.